Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a scratched lens, and a missing battery door. The device's event history log was reviewed for evidence of the reported problem, found ? Ystem fault 45,986" twice in the log. Functional testing was conducted. Upon testing, the reported problem was unable to be duplicated. To address the issue the main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error code 45986. No adverse patient effects were reported by the customer.